Event description:
It was reported that there was a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for a complete pump reset, guiding them through the process. After the reset, the cgm error did not reoccur, and the customer successfully initiated a new sensor session.